Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once a new battery and pads were installed and a manual self test run the AED functioned as designed and could stay in service. Troubleshooting of the AED with the customer identified that the AED's battery pack was expired as of (B)(6) 2024. The cause of the AED not powering on was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.